Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a device alert due to several episodes of non sustained noise. Patient condition is unknown for the time being.